Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent a breast augmentation revision with mentor memorygel breast implants 600cc and experienced baker grade iii capsular contraction on the right side and baker grade IV capsular contraction on the left side post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019 when it was discovered that the patient also experienced bilateral rupture. The patient underwent replacement with mentor memorygel breast implants 750cc, catalog number 3505750bc, serial numbers (B)(4) on the right side and (B)(4) on the left side. This report is for the left side.